Manufacturer narrative:
The customer was provided a replacement spectrum smart cable. The smart cable was returned to verathon for evaluation. A verathon technical service representative connected the smart cable to a test video monitor. The technical service representative could not duplicate the reported loss of image, however after a minute of testing the smart cable would produce green lines when manipulated. Since there are no repair available for the smart cable and the customer has received a replacement the returned smart cable was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the image cuts out. Reportedly the patient passed away, however the customer reported the patient outcome was not related to the verathon device.